Event description:
The customer contacted physio-control to report that their device would not complete its initial boot-up cycle. The device would lock-up to the self-test screen. In this state, the device would not be able to deliver therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent replaced the system pcb assembly to resolve the reported issue. Proper device operation was subsequently observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not complete its initial boot-up cycle. The device would lock-up to the self-test screen. In this state, the device would not be able to deliver therapy, if it were needed. There was no patient use associated with the reported event.